Event description:
The following report was sent to argon by the hospital and also sent to FDA and is cited as follows: on (B)(6) 2022, patient went to interventional radiology for a liver biopsy using the biopince ultra 18g. Postprocedure, the patient developed respiratory distress prompting a chest ultrasound which showed bleeding in the right chest. Pigtail placed for drainage; however, bleeding persisted and the patient was taken to the operating room for chest exploration. Patient found to have a puncture site in the right lower lobe with significant amount of blood loss within the chest. It's believed that the device misfired at a longer distance than what was set.

Manufacturer narrative:
Warnings listed in IFU: reuse or reprocessing has not been evaluated and may lead to its failure and subsequent patient illness, infection or other injury. Do not reuse, reprocess or re-sterilize this instrument. Inspect the package integrity before use. Do not use if package is open or damaged or if the expiry date has been exceeded. The instrument should be used by a physician familiar with the possible side effects, typical findings, limitations, indications and contraindications of core needle biopsy. Use only for core biopsies of soft tissue as determined by a licensed physician. Attempting to biopsy hard tissue or masses may reduce the performance, causing damage to the instrument or potentially harm the patient. This instrument is intended for soft tissue biopsy only. Incorrect setting of stroke length on the device may cause a sample to be incorrectly taken. Handle in a manner, which will prevent accidental puncture. According to the IFU (pmt-z9585746-0221), the instrument is shipped in the 33mm stroke length position. To adjust the stroke length, push in the stroke length adjuster (e) and slide the stroke length adjuster until the arrow the on the stroke length adjuster aligns with the arrow of the desired stroke length on the instrument. Review of the device history record shows that the device met specification as manufactured. The procedure is to be done under imaging. It is not known at this time if imaging was performed. Scans were requested but were not provided. The device is not available for evaluation. When the biopsy needle is not completely seated in position to take the desired sample (i.e., 13mm, 23mm or 33mm), the throw adjuster can travel to the next sample size. If the user fails to properly align the device prior to use, then the needle can travel further than expected which may result in hemorrhage. In this particular case the patient had a thoracic bleed and expired. If additional information is provided in the future, this issue will be reevaluated as needed and a follow-up report will be submitted.